Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen by a company representative at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.